Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. However there was a pump error due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a power error detected. The customer¿s blood glucose level was unknown. Customer stated that the pump received power error detected alarm second time. The customers pump was not working after doing the test and it kept giving the same problem which occurred 12 times a day. The customer was advised to monitor the pump and call back if the error recurs. The insulin pump will be returned for analysis.